Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the keyboard issue. A technical support specialist (tss) resolve via by following the knowledge article "unable to enter waste amount on pas es; number keys unresponsive" and health sight bug displaying pending software was unable to be resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to waste medications due to the keyboard not functioning in the waste menu. When surgeons attempted to waste medications on the pyxis machine, the keyboard became unresponsive within the waste menu, causing delays in surgery as no actions could be performed during this state. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.